Event description:
It was reported that the bur broke during a back procedure and fell into the sterile field. It was further reported that the broken piece was subsequently removed from the patient. No adverse consequences were reported.

Manufacturer narrative:
The bur subject to this complaint was not returned for evaluation. It was not possible to determine the root cause for the alleged breakage.